Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the patient (pt) reported they gained weight and for about the past 3 months they've been having issues charging their ins. Pt stated they have to press the recharger paddle into their skin to charge and if they move at all, the charge session is interrupted. Pt mentioned their hcp is considering doing a revision. Pt stated they spoke with their rep regarding the issue and the rep instructed pt to contact patient services (pss) for a replacement controller to rule out an issue with external equipment before deciding to move forward with a revision. Pt also mentioned their controller does not reflect correct time <(>&<)> date. Pss reviewed information and instructed pt to call back with equipment present for further troubleshooting. Additional information was received from the patient. Patient said that for a couple months they have been having issue with charging the implant noting that the connection between the implant and the charger is very sensitive. Patient stated if they barely move an inch it will stop charg ing and lose the connection completely and noted that it's not holding the charge as well. Patient thought it was due to some slight weight gain and now their hcp wants to do a revision. Patient stated they would like to try using new equipment first before having a revision. Pss had patient inspect the recharger for damage; patient reported no damage but noted that the relay box gets very hot while charging. Pss sent email to repair to replace the recharger.